Manufacturer narrative:
Correction: suspect part provided. Additional information: device UDI and manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Device manufacturing date is not available for this system at time of filing no parts have been returned to the manufacturer for evaluation. Resolution confirmed on call.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that some days after changing out the cmos battery and performing bios set up the system showed no signal. The computer cpu was trying to boot, but stops. The fan would rotate and then stop working alternating seconds. The ram was reseated, bios set up checked and the system began to function as expected. There was no patient present when this issue was identified.